Event description:
After receiving the essure procedure, I bled for two weeks straight, filling a long/extra absorbent pad every 2 hours. The pain has been increasing in intensity and duration since the procedure in (B)(6) 2013 so that now I am suffering debilitating pain around and during my period that prevents me from living a normal life. I have moderate pain at all other times. I also experience a sharp, stabbing pain upon arousal. My doctor believes I may need to undergo surgery to remove the device. My period flow has also increased drastically. I used to empty my diva cup twice a day, and it was only ever half full. Now, I have to empty it every hour and half since the procedure. A diva cup holds 30ml (1 ounce). As a normal pads holds 5ml of fluid, and filling up a pad an hour is seen as a bad sign, I'll let you do the math. I have also gained 40 lbs, have swelling around my abdomen, and have been unable to lose weight despite dieting and exercising. I'm (B)(6) and far too young to be facing even a partially hysterectomy. The dye test also caused extremely severe pain and left me bleeding for over a week. I had been lied to about the pain I would experience, being told it would be like " a period cramp." I vomited and could not move. I had to be wheeled out of the hospital and carried into my house. That is not a "period cramp."